Event description:
Country of complaint: (B)(6). The needle detached on the thread. Occurred two times during a laparoscopy.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval - samples received: 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. The pack received is tight. Tested the needle attachment of the sample received and the result fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.